Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6): product type lead product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the pt did not get adequate coverage of pain complaints with single percutaneous lead, which was explanted and replaced with surgical lead. Rep reports the pt only had one percutaneous lead implanted originally due to excessive epidural fibrosis which prevented a second percutaneous lead. Therefore, pt was referred for a surgical lead placement. Rep reports lead replacement resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.